Event description:
It was reported the epg (external pulse generator) would not power up, even with a new battery. It was further noted the biomedical engineer opened the epg, and it "smelled of something burning." The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Device will not power up; corrosion found in multiple locations on the main printed circuit board. Upper and lower case halves are corroded and broken. One bail cover and ring cover are broken. One bail cover, both bails, and ring are missing. Battery contacts are compressed. Battery drawer has tool marks. Lcd (liquid crystal display) is corroded. Battery release is contaminated.